Event description:
It was reported that the patient received teflon infusion sets and adapters from a third-party supplier with adhesive that did not stick and adapters that leaked, and the patient attributed elevated blood glucose to a leaking adapter while using the ilet; replacements were arranged and troubleshooting and education were completed. The user's reported blood glucose value of 310 mg/dl. Investigation of this case revealed use of defective adapters and infusion sets that were reportedly shipped in plastic bags rather than boxes. Symptoms included thirst, confusion, anxiety, distress, dry mouth and muscle weakness associated with hyperglycemia, outcomes included elevated blood glucose without hospitalization or emergency treatment. It was concluded that product quality issues with the third-party infusion sets and adapters likely contributed to the hyperglycemia during ilet use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.